Event description:
The customer reported generation of four (4) erroneously high patient sample results for sodium (na) on their au480 clinical chemistry analyzer (pn (B)(4), sn (B)(6)). There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) found excessive buildup on ise grounding posts, causing poor ground continuity. The fse cleaned all ise components, replaced two buffer valves, and restored proper grounding. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is case (B)(4).